Event description:
The customer reported via phone call indicating that the insulin pump had battery cap chamber cracked. Customer's blood glucose was 326 mg/dl. The customer was advised to discontinue use of the device and revert to a back up plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump was received with broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, scratched lcd window and cracked end cap.